Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device also had cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call, the insulin pump had been dropped and the screen was cracked. Customer's blood glucose was unknown. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for analysis.